Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device evaluation found a leak due to wear of the scope cover packing. The air/water cylinder, and suction cylinder color rings were worn. The air/water cylinder had discoloration. The light guide lens had a crack, and the connecting tube had a wrinkle. The device evaluation could not identify the foreign material in the nozzle. Based on the results of the investigation, the foreign material likely remained in the nozzle because of insufficient cleaning; however, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following the instructions for use (IFU). IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the instrument channel of the gastrointestinal videoscope had a blockage. There was no report of patient harm due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was found clogging the nozzle. This report is being submitted for the malfunction found during the device evaluation.